Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 5f pigtail catheter was advanced over a guidewire into the right upper pulmonary vein (rupv). A watchman truseal access system (was) was selected to be used and was advanced into the left atrium/laa under tee guidance. The position of the pigtail catheter was not too deep in the laa and a contrast injection was performed at right anterior oblique (rao) 30 caudal 20 view (20cc at 10cc/sec). The injector is usually set at a pressure of 605 psi. For this injection, the staff did not realize the injector was set at 1000 psi. At the injection, contrast was seen filling the laa and some of the contrast seemed to disperse in the pericardium. The patient remained hemodynamically stable. A second injection was done at 605 psi in rao 30 cranial 20 view, and some accumulation of fluid was noted in the pericardium. There was no perforation of the laa, and the patient remained stable. A 24mm watchman flx laa closure device & delivery system (wds) was then prepared and implanted without difficulty to close the laa. No recapture was needed as the device met the release criteria on the first deployment with 15% compression. After release of the device, the small residual and stable pericardial effusion was observed on tee. The patient remained hemodynamically stable; however, a pericardiocentesis was performed with 65cc of blood being removed. The patient was extubated in the electrophysiology lab and sent to the intensive care unit (ICU) for observation.